Event description:
The following has been reported: "on 10th of may, pump was used for infusion of 250 ml standard solution and 1 vial of iloprostat. Nurse declared to have set pump with flow rate 5 ml/h and time 30 minutes. After 20 minutes nurse noticed that infusion was almost finished, so about 250 ml were infused in about 20 minutes." Reporting due to the referenced issue. There was no communication regarding adverse effects suffered by the patient. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed and the reported event was found to be linked to a programming user error. The reported device was sent to brézins for investigation. Nothing was found during external and internal check. Several functional tests were carried out and specifically flow rate accuracy. All performed successfully and values were compliant with IFU specifications compared to settings. However during device log analysis, it was detected that the volume to be infused was set at 2.5ml instead of 250ml as described in the provided additionnal information. Therefore the infusion was running at 5ml/h which implies an end of infusion 30 minutes later (=2,5ml) as mentioned in the reported event. Therefore for this complaint there was no technical or functional issue as calculated infused volume matches recorded volume. This event is due a programming error. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.